Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump was flashing white screen and the screen was cracked. The customer¿s blood glucose level was unknown. Troubleshooting was performed and customer had discontinue use of the pump and revert to backup plan. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window and a constant blank flashing white light on the display with missing segments due to vertical cracked lcd controller and cracked glass. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.